Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had the device removed after falling backwards into the counter. Then, she got (B)(6). She broke the ins because she fell backwards into a counter. This was in (B)(6) 2010. The (B)(6) infection was in (B)(6) 2010. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.